Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2008. Predilatation was performed prior to stenting of the ramus to treat restenosis of a previously implanted des stent (unknown type). Elevated enzymes and a non q-wave mi were noted post procedure. No treatment was performed. The following year, the patient was admitted to an outlying facility for chest pain and transferred to facility, with stemi. The patient was hospitalized, and percutaneous coronary intervention was performed on the target vessel. No additional event or patient information is available.

Manufacturer narrative:
Internal file number - (B)(4). Results and conclusion summation - angina, restenosis, and mi, in the xience IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product deficiency. The xience IFU states, the xience stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Also, the safety and effectiveness of the xience stent have not been established for subject populations with previously stented lesions. A conclusive cause for the reported patient effects and relationship to the xience cannot be determined.